Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation and spasm. At the end of a pulsed field ablation (pfa) procedure with a farawave catheter, the physician noticed a st segment elevation in v2 and v3. No intervention was required and the condition solved on it's own. A coronary angiogram (cag) was performed and it was determined that a spasm caused the event. The patient recovered successfully from the event.